Event description:
The record and verify station connected to varian 2100c linear accelerator (linac) went down for an unk reason on 12/29/97. The vendor's customer support person dialed into the network via modem and fixed the problem. Later that day, the network server crashed and corrupted the r and v database. The vendor was contacted the next day to fix the corruption, but 1st rep was sick and 2nd rep did not know how to fix the problem, 2nd rep recommended loading the last tape back-up that was made prior to the server crash. Rptr did, but this brought back the first problem so rptr requested this be repaired. The vendor's modem was busy, so 2nd rep directed the hosp physicist, via phone, through steps to fix the sys. Treatments were resumed until it was noticed the linac had auto-set to incorrect jaw settings on a pt. Investigation revealed reference settings in the r & v (ie the target value the linac auto-sets to) for pts with asymmetric jaw settings had gotten jumbled in some cases. The field sizes were correct but their position with respect to the central axis (and custom blocks) was incorrect. Since the treatment fields are set relative to the central axis, this would result in radiation being delivered to the wrong area on the pt. Prior to this being noticed, at least one pt was treated incorrectly. One area on this head and neck pt was underdosed, while another area was overdosed (overlapping fields on a spinal cord). The clinical significance for this one treatment was lot (1-2% of the total dose) but the potential was there for a serious problem. The sys was removed from svc (on 12/31/97) until 1st rep returned to work, dialed in and fixed the problem, and staff verified correct operation. Treatments were resumed on 1/2/98.